Manufacturer narrative:
Isi has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the joint at the tip of the force bipolar instrument was defective and created a sharp point off the side of the tip. There was difficulty getting the tip to close and out of the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the instrument and cannula did not need to be removed together. The surgeon was able to manipulate the instrument and got it safely out of the cannula. Port incision size was not increased. The instrument was inspected prior to use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and was found to have a bent grip and the tip does not align with the other grip. The grips do not show cracking damage. Components adjacent to this bent grip does not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.